Event description:
The home patient (hp) reported feeling full, as if hp were overfilled, during dwell 1 of 4 using the homechoice cycler for apd therapy. The hp placed the device into a manual drain and removed 833mls of the programmed fill volume of 2700mls, after which hp continued apd therapy to completion with no further difficulties. There was no patient injury or medical intervention.